Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-33, lot# j0019937v, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a, lot# j0225349v, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that one of their leads broke and that fragments were moving up their neck. The patient stated that the lead was placed in their cervical spine; they were having a cervical ablation and that was when their healthcare provider (hcp) noticed that the leads were broken. It was noted that the patient was in the process of having ¿the whole thing¿ taken out and a new one put in. The patient stated that their hcp was sending them to a neurosurgeon because they were ¿afraid of it,¿ where the fragments were broken and moving. No falls or traumas were reported that could be related to the issue. It was noted that the problem with the leads started about six months prior to the date of this report. No patient symptoms were reported. Indications for use are spinal pain and cervical/neck.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not had any change in her activity level and she had not done anything different. The patient was going to a neurosurgeon on (B)(6) 2017. The issue of the leads breaking and fragments going up the neck had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was to have a surgery on (B)(6) 2017 to have the fragments removed. It was reported that patient's weight was (B)(6) at the time of the event. No further complications were reported/anticipated.